Event description:
Inspection of a returned expresscare kit by depuy synthes spine found one pin from the vg2 cervical cpk tip to be missing from the instrument and a second pin was loose. It is not known when/the missing tip became separated from instrument or where is it located. There had been no report of any adverse consequences to a patient or delay. However, as it is possible that the broken pin remains in a patient, this medwatch report is being filed to document the event.

Manufacturer narrative:
An initial mfg. Medwatch report had been filed as a result of expresscare kit inspection noting one loose and one pin missing from the vg2 cervical cpk tip. However, after re-evaluation of the use and handling of the instrument and of similar complaints that have been reported, it has been determined that pin separation would be highly detectible if it were to occur in surgery and that the condition likely occurred prior to and not during a surgical procedure. The pin separation likely occurred during routine handling, sterile processing, and/or shipping. As such, this is not considered to be a reportable malfunction and no follow up reports will be submitted regarding this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.